Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.

Event description:
It was reported during a da vinci cholecystectomy procedure that the single site cannula top came off. At this time, we have not received any additional information from the customer in regards to a part number, or lot number.